Event description:
It was reported that: "the hydrogrip clamp insert was leaking a clear fluid."

Event description:
While servicing the ventilator, the manufacturer's service technician noted a diagnostic code in the ventilator's log history indicating a vent inop occurrence due to an exhalation motor error. The occurrence was not reported during any previous usage and there was no patient harm reported. The manufacturer's service technician was unable to duplicate the finding. The service technician replaced the main pcb board as a precaution. Performance verification testing was completed and all testing passed per operating specifications. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient.

Manufacturer narrative:
Device evaluation: unit #1- customer report was confirmed. The hydra 33 insert was found to leak due to what appears to be a puncture in the top surface of the insert. Unit #2- customer report was confirmed. The hydra 33 insert was found to leak due to what appears to be a puncture in the top surface of the insert.